Event description:
It was reported that bd. The following information was provided by the initial reporter: IV placed and upon flushing catheter poor flow acknowledged. IV was attempted to be removed and new one started. Upon trying to remove first IV resistance was felt and then I felt a pop at IV site. A comparison of catheter used with a new one was compared and determined a difference in length and potential of plastic catheter being in left ac area. X-ray was taken and part of the catheter was visualized on x-ray and determined to be in soft tissue. Patient required x ray and removal of catheter from soft tissue.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4361607. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.